Manufacturer narrative:
Repair for this device cannot be conducted at this time due to a backorder status of the ui assembly needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be completed. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the liquid crystal display (lcd) backlight failed. When set to the highest brightness, the display is very dim. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer (rse) advised the customer on replacing the user interface (ui) assembly and provided the customer with the part number of the replacement ui assembly for repair.